Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, it was found out that the patient's device therapies were all off. The patient presented into the nearest emergency room. Device interrogation revealed that the device was rest to nominal settings. It was out of the box settings for the device with all therapies off. The device was restored to all previous settings and therapies were turned on. The patient was stable.